Event description:
Device malfunction: failure to deploy/vessel locator wings failed to retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure during an unspecified procedure. During step 3 (thumb advancer step), the device came out of the patient's artery. Hemostasis was achieved with manual compression. Reportedly, the physician used a 7f introducer sheath. During post procedure device inspection, it was noted that the vessel locator wings were prolapsed and bent. There were no reported adverse patient sequelae. Though requested, no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.